Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the emergency room after receiving inappropriate shocks due to noise. The ICD was turned off. Increased impedance was also noted. Noise was not reproducible with arm movement. The lead was explanted. No further information is available.

Manufacturer narrative:
Fracture of the re conductor and insulation damage were noted at 26.0-26.8cm from the connector pin, consistent with clavicular crush. This damage is consistent with the field observation of noise, high impedance, and inappropriate shock therapy.